Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with operating currents with specifications. The device passed the basic occlusion, displacement, and self tests. However, the insulin pump was unable to prime during the prime test as a result of a loose/flush support disk. Further testing could not be performed due to the prime anomaly. The device was received with scratched lcd window.

Event description:
It was reported that the customer's insulin pump was not functioning properly. No further information was provided.